Event description:
The customer alleges that the ac connectors on their filter heaters are breaking. In some instances, the filter heaters have malfunctioned during use, causing water damage in the exhalation compartment. This report is not an admission by nellcor puritan bennett to the event alleged in this report.